Event description:
The nurse from a hospital called on behalf of the patient and states the unit pressure is popping the tubing off of the machine. Customer states she couldn't get a treatment so she had to go to the hospital for her treatment.